Event description:
He had an ICD implanted 20 months ago for dilated ischemic cardiomyopathy. The patient approximately one month ago began to have inappropriate discharges. Analysis of lead suggested lead fracture. He has a st. Jude device and not a recalled lead. He was referred here for management. From the operative note: the existing implanting scar in the left infraclavicular chest wall was sharply incised and the incision was carried down to enter the ICD pocket. There was a large amount of redundant lead present within the pocket and was curled anterior to the device. The leads were dissected free with care taken to avoid injury to the lead. The lead and device were delivered into the wound. The patient had an adequate intrinsic rhythm and the device was disconnected from the leads and removed to the back table for further use. The battery life of this device was assessed as adequate to re-implant. Prior to disconnecting the leads from the header, we had examined the interface of the header and lead and these appeared to be satisfactory and nominal. Examination of the lead down to its insertion site showed an area of insulation break and probably was the reason for the lead dysfunction, which had been observed and measured.